Event description:
The pt had two model 3189 leads from the same lot. It was reported the pt was experiencing pain and went to the ER on (B)(6) 2014. X-rays were taken which confirmed the pt's scs leads had migrated. Add'l info received identified the pt's scs leads were explanted and replaced on (B)(6) 2014. The pt's issue has reportedly resolved postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.